Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The health professional at the user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon was difficult to deflate in the basilic vein. The balloon catheter was difficult to remove through the sheath; therefore, the catheter and sheath were removed together as a single unit. There was no reported pt injury.

Manufacturer narrative:
A complete mfg review could not be performed as the lot number is unk. The catheter was returned within an introducer sheath with the balloon partially inflated. The distal tip of the introducer sheath was flared and slight bunching was found near the hub on the proximal end of the sheath, likely indicating retraction issues. The partially inflated balloon was deflated using an inflation device. The balloon was then inflated with water and the pressure was held for 30 seconds. No leaks were detected. The balloon was deflated without issue. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation ports. No anomalies were noted to the inflation/deflation ports and the glue bullet was found in the correct location. The investigation is confirmed for retraction issues as the distal tip of the introducer sheath was flared. The investigation is inconclusive for deflation issues, as the balloon was inflated and deflated without issue during functional testing; however, the condition of the returned sample indicates that the user likely experienced deflation issues that lead to the inability to retract through the sheath (i.e. The balloon was returned not fully deflated and was unable to be retracted through the sheath). The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event. See scanned page.